Event description:
Accidental device ingestion [accidental device ingestion]. Stomach ache [stomach pain]. Nausea [nausea]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On (B)(6) 2015, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), stomach pain and nausea. On an unknown date, the outcome of the accidental device ingestion was unknown and the outcome of the stomach pain and nausea were not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion, stomach pain and nausea to be related to polident denture adhesive cream.